Event description:
The customer reported receiving an alarm multiple times. The customer also reported a frozen screen as the time does not advance at times. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with excessive motor alarms due to faulty electronic component the mother board.